Manufacturer narrative:
A philips remote service engineer (rse) provided the customer a replacement speaker assembly to resolve the device issue. Additional attempts were made to obtain if the device had sound at the time of the event, but there was no response from the customer. No further information was provided. Reporting institution phone # (B)(6).

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system has a loudspeaker fault. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.